Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that the sticky esc button and they need to press it on the down side of the button or press numerous for squirting during insulin priming. The insulin pump will be returned for analysis.